Event description:
It was reported during prior to patient use, the cardiosave intra-aortic balloon pump (iabp) unit needs repair for no communication to operator network. There was no patient invovlement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit needs repair for no communication to operator network.

Manufacturer narrative:
It was reported that during pre use check the cardiosave intra-aortic balloon pump (iabp) had a repair needs no communication to operator network. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and in order to fix the issue he replaced front end board(d670-00-1164). Completed pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.

Event description:
N/a